Event description:
It was reported that the collimator on the 2600 system is not collimating down properly. There was no report of patient injury.

Manufacturer narrative:
Add'l info has not yet been provided. When more info is received it will be provided as required.